Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported they were informed that day that nothing unusual was noted as it related to the pump refill clinic note. The patient called to the clinic on (B)(6) 2017 stating she felt withdrawal symptoms. The patient was told to go to the emergency room (ER) if necessary, and the patient stated she would not go to the ER. The patient¿s next refill was due in (B)(6). The patient had not called back or visited the clinic since (B)(6) 2017.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained dilaudid [1 mg/ml] at a dose of 0.1754 mg/day. It was reported the patient¿s pump was last filled on (B)(6) 2017, and they lowered her dose by 10% at that time. The patient stated that on friday (B)(6) 2017 she went into withdrawals, and she was still in withdrawals. The patient stated that at the refill the nurse had some difficulty, and "kept poking around and finally found the port." The patient asked if that could cause damage to the pump. The patient stated their pump was not alarming, but also stated "I can't hear the alarm I've got ringing in my ears so the alarm is worthless to me." The patient¿s situation was being address by their health care provider; the patient stated she had an appointment to see her health care provider that afternoon. The drug related to the reported event was the current drug in the pump. No further patient complications were reported.

Event description:
Additional information received from the consumer reported there was a device concern or procedure issue; the nurse tried 5 times to find the refill port. The patient wasn't told what the issue was. The patient¿s concern was why they went into withdrawals 10 days later. The pump was turned down 10%, and 10 days later the patient was in withdrawals, so the patient went in and had the pump turned back up 10%, and the patient still didn't feel right. The patient went to their family doctor to get something because the managing physician refused to give the patient anything due to the patient wanted to get off ¿this wicked dilaudid¿. The withdrawals had not completely resolved. The patient was concerned the nurse punctured something. The patient¿s weight at the time of the event was (B)(6). The patient asked several times if the medication could be changed to something not so strong, but the physician said no. The patient was seeking a new pain management doctor before their (B)(6) refill. The patient was told the physician wouldn't them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.